Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl at a concentration of 900 mcg/ml with a dose of 522.81 mcg/day; bupivacaine at a concentration of 18 mg/ml with a dose of 10.456 mg/day; and dilaudid (hydromorphone) at a concentration of 25 mg/ml with a dose of 14.523 mg/day. It was reported the patient had been diagnosed with an inflammatory mass by a magnetic resonance imaging (MRI) procedure on an unknown date. It was unknown if there had been any recent escalation in dose increases. The inflammatory mass was treated by setting the pump to minimum rate. The representative was calling to see if manufacturer recommendations had changed on how to handle inflammatory mass cases. The representative was going to follow up with the health care provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. It was reported that the patient had a granuloma and for the past six months the hcp had the patient have mris to check to see if the granuloma had cleared. There was a motor stall seen at initial interrogation and the patient recently had an MRI. The pump was currently running at minimum rate with saline, so the hcp did not have any concerns with waiting a day to re-interrogate the pump. It had been 5 hours that they have waited, so the patient would come back on (B)(6) 2017 to check the pump again. It had been greater than 2 hours since the patient exited the MRI field. The motor stall occurred at 12:14 on (B)(6) 2017. The first time the hcp saw the patient was at 12:45. It was 4:40 pm and the pump had not recovered even after checking it three times. There were no symptoms reported. The patient would come back on (B)(6) 2017 to check the pump status. Upon (B)(6) 2017 visit, no further actions/interventions were taken as the patient returned and the motor had recovered at 12:30 am on (B)(6) 2017. The patient's weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.